Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 55 mg/dl. The customer was treated with food for low blood glucose. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer declined to troubleshoot for low blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. No unexpected numbers ramping/scrolling on their own noted. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the display window, and missing end cap sticker.